Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), multiple deployments resulted in unstable thresholds. There were clotting issues despite the administration of an anticoagulant bolus and adequate anticoagulant saline flush. There was difficulty in recapturing the micra each time, and the cone appeared to not extend completely. Issues with pacing, thresholds, and capture were noted, including non-capture and intermittent capture. Positioning appeared stable on both imaging and impedance/sensing, and the tines engaged. A new micra was used, and the first deployment in the same or similar spot resulted in adequate pacing, sensing, and impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.